Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a lithovue touch pc was used during a kidney stone treatment procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the lithovue flexscope was connected to the monitor and a hardware malfunction error as well as scope disconnected error occurred. The monitor was unplugged and plugged back in however it did not resolve the issue. A second lithovue flexscope was opened and the same issue occurred. The lithovue scopes were tested with another lithovue monitor and worked fine therefore it was determined the issue was with the touch pc. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event.